Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia (vt) ablation procedure, that used a thermocool® smarttouch® bi-directional navigation catheter in the epicardial space, and suffered a cardiac tamponade which required percardiocentesis. The bwi failure analysis lab received the complaint catheter for evaluation. Upon receipt, the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility, it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 recognition and a screening test for force was performed, the catheter passed both. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. No force issues were observed with the catheter, the force feature was working properly. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (serial and model no. Unk). (B)(4). Lot number: 16060282m.

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (vt) ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. During the mapping phase of the procedure, the physician required epicardial and transseptal access. The physician notes that the catheter¿s force value was monitored closely, and the catheter was removed immediately when the force increased. The physician detected that the patient¿s blood pressure decreased and echocardiography was used to diagnose a cardiac tamponade. Pericardiocentesis was performed and the procedure was aborted. The physician¿s opinion regarding the cause of this adverse event is that this is possibly device related, possibly due to the catheter contact with the epicardium. The patient fully recovered with no residual effects. There was reported off-label use reported in this event description, as epicardial access its off label use of the smarttouch catheter. The product has not been returned. The product investigation is pending product return.